Event description:
It was reported that during implanting procedure, the guide wire could not be inserted into the lead. The lead was attempted and not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed the distal conductor had a blood/fluid obstruction. There was also blood/body fluid (not obstructed) on the distal conductor, and blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was damaged at implant. Visual analysis noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.